Manufacturer narrative:
(B)(4). Case details continued: the patient experienced cardiac arrest (treated with cardiopulmonary resuscitation) then the patient was transferred to surgery to remove the separated distal balloon shaft and to remove the deployed xience prime 4.0x23mm from the rca since the stent was poorly apposed to the vessel wall. The surgery successful removed the distal balloon shaft and stent, and the patient is safe. This issue caused a clinically significant delay. The lesion was left untreated with no known plans for future intervention at this time. No additional information was provided. (B)(4). Case description continued: the patient experienced cardiac arrest (treated with cardiopulmonary resuscitation) then the patient was transferred to surgery to remove the separated distal balloon shaft and to remove the deployed xience prime 4.0x23mm from the rca since the stent was poorly apposed to the vessel wall. The surgery successful removed the distal balloon shaft and stent, and the patient is safe. This issue caused a clinically significant delay. The lesion was left untreated with no known plans for future intervention at this time. No additional information was provided. (B)(4). Concomitant medical products: guide wire: whisper ms, guide catheter: jr4.0 6f. The device was not returned for analysis. The investigation determined the reported difficulties and patient effects appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted the xience prime, xience prime small vessel (sv), and xience prime everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Additionally a cine of the procedure was received and reviewed by an abbott clinical specialist. The review concluded the images are supportive of the scenario in which the delivery system balloon was caught within the stent struts. A stent would not be removed unless damaged and the shaft of the delivery system of the xience prime is clearly separated in the images received.

Event description:
It was reported that during a percutaneous coronary intervention (pci) to treat a heavily calcified, de novo lesion in the mildly tortuous 100% occluded proximal to mid right coronary artery (rca), with a non-abbott guiding catheter in place and a whisper ms guide wire advanced through the distal rca via right radial access, thrombus aspiration in the rca was performed using a non-abbott device. Pre-dilatation in the proximal to mid rca was then performed using a 2.0x20mm non-abbott balloon catheter, then a 3.0x15mm non-abbott balloon pressurized to 10 atmospheres (atm) for 10 seconds (sec). A 4.0x23 rx xience prime stent delivery system (sds) was then advanced, but failed to cross the lesion due to patient anatomy. Thus, the lesion was pre-dilated again using the non-abbott 3.0x15 balloon inflated to 8 atm for 10 sec, then 6 atm for 5 sec. The 4.0x23 rx xience prime sds was re-advanced and crossed the lesion. When inflating the xience prime sds for stent deployment, a balloon leak with contrast escape into the rca was noted at approximately 6 atm at 10 sec. The xience prime balloon was completely deflated then an attempt was made to withdraw the sds, however, resistance was felt and the shaft separated, with the distal part of the shaft remaining inside of the vessel. The distal shaft was noted under fluoroscopy to be stuck in the deployed xience prime stent. As there was not a snare device available in the cath lab, an attempt was made to snare the separated shaft portion using the whisper guide wire, but it was unable to be snared.